Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device bag partially detached from the ring. The surgeon then used another device to resolve the issue. There was no patient involvement.